Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had damaged tubing. The following information was provided by the initial reporter: pump was prepared for anesthesia, the user closed roller clamp on the patient side and also selected pause to stop the line (before open the door), the tubing burst during this process. The incident took place on (B)(6) 2025.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.